Manufacturer narrative:
The MFR has evaluated this event and concluded that the material analysis revealed that the implant base material and titanium plasma layer comply with the stipulated specifications for the material. The fracture structure analysis indicated that material fatigue led to the event. This is often the result of cyclic loading from the prosthesis put on the implant which eventually led to material fatigue and finally to failure.

Event description:
Removal of endosseous dental implant. Two implants were placed in class I bone on 3-29-93 during a routin procedure. A temporary prosthesis was placed on 10/6/93 and a final restoration (bridge with an anterior cantilever off of the implant site #20) was placed on 11/17/97. The clinician reports that the failure may be due to overstressing to the implant partially due to a cantilever effect from the restoration.